Event description:
Additional information received notes that the pacemaker was explanted and replaced on (B)(6) 2024. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
Related manufacturing reference number: 2017865-2023-02317. Related manufacturing reference number: 2017865-2023-02507. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker, right ventricular, and right atrial leads exhibited noise. No intervention was performed. The patient was in stable condition.